Event description:
It was reported that the user experienced an occlusion alert while using a contact detach infusion set and was unable to address it until returning home; the alert resolved only after performing a full supply change with agent assistance, consistent with obstruction of flow and involving the connector/coupler component. Investigation of this case revealed obstruction of flow with deformation-related concerns traced to the connector/coupler, and the cause was traced to component failure. No clinical symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the connector/coupler leading to occlusion.